Event description:
It was reported that a tandem mobi cartridge alarm occurred. There was no adverse impact to the customer¿s blood glucose level. The customer was advised by technical support to return the problematic pump, and a new replacement pump with updated software was sent to them. The customer assured understanding of the instructions for putting the pump into storage mode and returning it to tandem, confirming no signature was required for delivery and that they would use a backup insulin pump to ensure continuous insulin delivery.